Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was not getting readings from the cgm due to a sensor error. The patient had pain in his legs, chest, irregular heartbeat, eye sight was "down" and he passed out. The patient's aid worker called an ambulance and the patient was transported to the hospital. The patient as not treated with any medication while in the ambulance. At the hospital, vitals were done and a bg checked and it was 580 mg/dl. The patient's doctor noted that the patient's heart beat per minute was in a state of a "heart attack" and was advised that the patient was in diabetic ketoacidosis (dka). The patient was treated with unspecified IV therapy and an insulin drip and blood thinners. The patient was discharged on 08/13/2025. At the time of the report, the patient felt better. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.